Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-mar-2012, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the catheter was replaced on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2020 the patient reported that about a year ago, her catheter came out of position. No additional information was provided, and no patient symptoms/complications were reported. No further complications were reported/anticipated.